Manufacturer narrative:
The complaint, "could not retract", was confirmed. The device history record review revealed no manufacturing variances related to this event. Cause of the complaint may have been due to the screw anchor not being adequately soldered to the drive tube.

Event description:
Needle must reposition, the dr wants to pushback the hooks into the needle but they don't go back completely into the needle.